Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was deceased. They were found down with modular driveline disconnected for unknown reasons. No additional comments were provided at this time from center. The device was operating as intended.

Event description:
The death was only device related insofar as the patient expired after disconnecting their modular cable for unknown reasons. The device would not return.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the modular cable being disconnected could not be confirmed as no log files were submitted for review. A specific cause for this event could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additional information communicated by the account revealed that no log files would be provided. The patient's outcome was only considered to be device-related insofar as the patient expired after disconnecting their modular cable for unknown reasons. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), document (B)(4), rev. C, is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, document (B)(4), rev. D, is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.